Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer did not cycle water and that the temperature kept lowering without an alarm. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one level one device was received in poor condition for investigation with damaged led's, oldstyle components (pcb, drain elbow), and missing rubber feet. A temperature check was installed and the reservoir was filled upon power up to perform functional testing on the device. During testing, it was determined the device cycled with a low flow and stable temperature. However, the re-circulating solution alarm failed/did not alarm. Based on the evaluation, the complaint was confirmed. The alarm failure was the result of an inoperable led on the primary circuit board as well as a defective pump. The problem source of the event was noted as normal wear and tear.